Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (unknown concentration and dose) via an implantable pump. The indications for use were unknown. It was reported that the patient's pump eroded through their skin. There were no environmental, external, or patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed. There were no actions or interventions that had been taken at the time of the report. The patient's weight and medical history were asked but unknown. The patient status was alive with no injury. It was noted that the hcp had no further information. The issue was not resolved, but surgical intervention was being planned to resolve the issue.